Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 325cc and developed infection with staph aureus 3 months post implantation of the left breast. The patient presented with fever, chills and fluid accumulation in the left breast. The patient had antibiotic irrigation and systemic antibiotics prescribed. The patient subsequently developed a baker grade iii capsular contracture. The patient then developed right side implant deflation that was noted on (B)(6) 2018 by the patient. The patient had no other issues with the right side implant such as infection or pain. The patient was seen on (B)(6) 2018 and underwent right implant exchange with new mentor saline device on (B)(6) 2018. The left side implant remains implanted. During procedure, a mass was noted on the pectoral muscle measuring approximately 3 cm in length and 1.5 cm in width, which was excised. The mass was benign scar tissue per pathological examination. The right side was noted to be contracted as well (baker grade I), which is not considered to be clinically significant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This is for the left side implant; see manufacturer report number 1645337-2018-06638 for contralateral prosthesis.